Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used for gastric varices in the esophagus during a hemostasis of gastric varices procedure performed on (B)(6) 2025. During the procedure, the band could not be deployed. The procedure was completed with another speedband superview super 7. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used for gastric varices in the esophagus during a hemostasis of gastric varices procedure performed on (B)(6) 2025. During the procedure, the band could not be deployed. The procedure was completed with another speedband superview super 7. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: investigation result. The returned speedband superview super 7 was analyzed, a visual evaluation noted that the teeth were damaged. The returned handle has evidence that the trip wire was secured into the handle slot. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. The marks on the ligator housing teeth suggest that excessive force may have been used, possibly during insertion of the device. This could have damaged the teeth, affecting the handle's functionality during band deployment. Based on all gathered information, the probable cause selected is adverse event related to procedure.